Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was not synchronizing properly while tried to access medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system was not synchronizing properly while tried to access medications. A technical support specialist mentioned that the issue resolved in case (B)(4), which was currently the master case. According to (B)(4), the technician took over the ticket, contacted the customer and found issue was already resolved by the customer. The system functioned as intended after the customer resolved the issue.